Event description:
The company rec'd a report from a biomedical engineer that the unit did not provide an audio tone. No pt harm reported.

Manufacturer narrative:
The device is not expected to be returned for eval. The customer has isolated the failure to the main board in house. The mfg previously initiated a corrective and preventative action associated with mfg confirmed failures isolated to the main pcb. Info has been added to the database for trending purposes.